Event description:
The consumer was reclined in the wheelchair when the weld on the back post allegedly broke, causing the consumer to fall out of the chair and receive a laceration that required stitches.